Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient was cooking, lost consciousness and fell to the floor. When she regained consciousness, she was on the floor with a laceration on her arm and head and cracked her ribs. The patient reported her cgm had not alerted her for either a high or a low at the time of the event. She could not recall the cgm/bg values at the time. Her family contacted emergency medical services who transported her to the hospital. She was admitted, treated with IV fluids to increase her bg, and released an unspecified time later. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.